Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose due. The customer reported that the insulin pump had a blank display. The customer reported that none of the buttons were working. The customer's blood glucose was 459 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with insulin pen. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the battery cap was not damaged. The customer was advised to clean the battery cap with cotton swab with alcohol. The customer stated that the display did return. The insulin pump will not be returned for analysis.